Event description:
Patient was revised to address poly wear of the patella and insert, and mid-flexion instability. (Left knee).

Manufacturer narrative:
Examination of the submitted tibial insert confirmed unanticipated wear of a polyethylene knee device implanted for approximately 6-1/2 years. The investigation found evidence of third body debris introduced into the joint space contributing to accelerated wear. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.